Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The reporter noted: "the surgeon used the medial tibiaxys plate for a closing wedge distal tibia osteotomy. When putting in one of the screws in the tibial proximal part of the plate, the screw head stripped. The surgeon could not advance the screw into the bone or withdraw it so was 'snapped off' with metal cutters and left in place. There was no patient injury. Surgery was delayed by 15 minutes. Additional information was requested by integra.